Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the straight cup inserter showed that approximately fifty percent of the lead threads fractured and are missing from the hex bolt. The strike plate exhibits indentations and marks indicative of repetitive use. This device is used for treatment. The straight cup inserter had a potential field age of 5 years and 7 months. The wear marks and impaction marks suggest that the device was used multiple times. It is likely that the fracture is a result of normal wear during the instrument's field life.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that as the surgeon threaded the acetabular shell onto the inserter, the inserter's threaded tip broke. There was no injury to the patient.